Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the customer experience hyperglycemia due to the no delivery on insulin pump. The customer¿s blood glucose level was 442 mg/dl. Customer stated that the insulin pump had insulin flow block alarm when customer trying to bolus. Customer wishes to continue troubleshooting for no delivery alarm. Customer stated that they did not tried different cannula lengths. Customer stated that the tubing was not bent or kinked. Customer stated that they had tried all remedies. Customer stated that this has been recurring for the last month even though only one was recorded. Customer declined hyperglycemia troubleshooting. The device will be returned for analysis.